Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced a hyperglycemia and insulin pump as treatment. Customer blood glucose level was 437 mg/dl. Customer also noticed that the transmitter was unable to charge. Customer was using the insulin pump system within 48 hours of reported event. Troubleshooting was performed for high blood glucose and it was found that the auto mode/smartguard feature was active at time of high blood glucose event. Customer was advised that the insulin pump, reservoir, and infusion set will be replaced. The transmitter was expected to be returned for analysis.